Manufacturer narrative:
While processing this complaint a discrepancy was noted as the patient alleged that he underwent surgery in (B)(6) 2013. The lot number provided by the patient was manufactured in 2001 and would have been expired (2006) prior to the alleged date of implant. Multiple attempts have been made to contact the patient to clarify the information, however to date the patient has not responded to our requests. A review of the manufacturing records for the reported lot number was conducted and found that the lot was manufactured to specification. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged by the patient. If additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following allegation was reported to davol by the patient: on (B)(6) 2013 - patient underwent a right inguinal hernia repair with implant of the bard/davol flat mesh. 2013 thru (B)(6) 2014 - patient experienced severe pain in his right groin and was prescribed narcotic pain medication and 2 different types of muscle relaxants. The patient alleges that he continues to have severe pain, swelling and a sensation of "movement" in his right groin area. The patient alleges that he is not currently being prescribed any pain medication and has a follow up appointment scheduled. He claims that his previous doctor indicated that the mesh needs to be removed, however will not operate due to the amount of excessive scar tissue.